Manufacturer narrative:
Correction: impact code h6 removed: f1909.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgment. A new ra lead was successfully implanted. No additional adverse patient effects were reported.